Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
Section d catalog number was corrected. Section h 6. Medical device problem code a150201 was no longer appliable to this report and new codes we added.

Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in b5 and d4. Upon review, the event description and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was most likely patient related per clinical details noting aneurysms in the iliac and aortic arch. The impella cp was likely not removed as intended based on clinical details and both the pump and guidewire being returned inside of the sheath. Based on the clinical narrative and state of the returned product, it is likely a 0.018¿ guidewire was in place next to the impella catheter during device removal. The guidewire and impella pump caused interference with the distal 14fr lp sheath body, creating high forces leading to device buckling and an inability to remove the pump.

Event description:
Updated clinical narrative: a 69-year-old male patient presented with ami/cgs. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage d with ECMO support. An attempt was made to place a cpsa c10 through a 14fr low profile sheath via the left femoral artery, however the patient had aneurysms in the iliac artery and aortic arch, and despite using a long sheath the impella could only be advanced to the abdominal aorta. The physician attempted to remove the impella through the low profile sheath without success. The device was removed along with the low profile sheath with no noted hemodynamic event. The report does note an aneurysm formed in the iliac artery and aorta. Upon removal of the devices it was noted that there was coiling of the sheath body. After considering the patient's condition, a new cpsa c10 was opened and successfully placed. The patient remained on support, however, decompensated and despite resuscitation efforts the patient passed away. The patients clinical presentation of scai shock stage d was the most likely contributing factor to the patients outcome.

Event description:
It was reported that during implantation of the impella the pump could only be advanced to the abdominal aorta due to aneurysms in the iliac artery and aortic arch. A new pump was used to successfully complete implantation.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.